Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up on (B)(6) 2021 complaining of chest discomfort. An echocardiogram revealed that the right ventricular lead had perforated the heart, with a small pericardial effusion also exhibited. Physician decided to monitor the patient, but patient continued to complain of discomfort and was admitted to the hospital on (B)(6) 2021. The lead was repositioned on (B)(6) 2021. Patient was stable after the procedure.